Event description:
Approximately 1-2 years after getting mentor silicone gel implant, I started getting swollen lymph nodes in my arm pits, light headed/throbbing in head when moved quickly, finger joint pain at 4 years after implants, loss of taste, and uterine polyps. I never had any of these problems before surgery. Blood work comes out good but doctors don't understand what's wrong.